Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the transparent ring in the reservoir was broken. Customer does not recall having bumped or dropped the insulin pump. Customer was advised to revert to a back-up plan.

Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, a missing o-ring on the reservoir tube, a cracked case at the reservoir tube window corners and a stained end cap sticker.